Event description:
The manufacturer received information from a customer that a trilogy evo device failed a flow test during preventive maintenance. No further details were provided. There was no serious patient harm or injury that occurred or was reported. The manufacturer contacted the field service engineer (fse) to obtain additional information and clarification regarding the service activities performed. The field service engineer (fse) confirmed the device failed an active exhalation verification test. During the investigation, the engineer replaced the system printed circuit assembly (pca) to correct the issue. In addition, unrelated to the reportable malfunction, the tubing kit, in-line filter and prox filter were replaced. Following the repair, the ventilator successfully passed all final functional and performance testing and was confirmed to be operating within specifications.